Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a manufacturer representative regarding a patient who received unknown morphine (10mg/ml, 1.440mg/day) in an implantable pump for spinal pain. An out of specification volume discrepancy occurred; the actual residual volume (arv) was 20ml with an expected residual volume (erv) of 2.1ml. The logs were checked and no motor stalls or any other issues were seen. There were no known volume discrepancies in the past. This was not the first refill since implant. The patient experienced nausea, headaches, and night sweats. The symptom onset was considered to be sudden. The patient had ongoing nausea and headaches for sometime. The onset of night sweats began around the time of the last refill, (B)(6) 2016. The catheter and pump were evaluated under fluoroscopy. The cause of the issue was unknown. The patient was given a 10% bolus of morphine delivered over 1 minute. The patient's pain went from a 9/10 to 5/10 in office. The volume discrepancy , nausea, headaches, and night sweats resolved. The patient was to return to the office in one month to recheck the residual volumes. The patient was instructed the call the clinic within 24 hours of leaving if the pain was not managed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported the patient was scheduled for a pain pump revision. The physician found no visible issues with catheter. A 7.8ml was the expected pump volume and 16ml actually in the pump. The physician decided to replace pump and catheter.

Event description:
Additional information was received on (B)(6) 2016 from a consumer via a company representative and it was reported that the patient was having intermittent pain symptoms. The np (nurse practitioner) had found reservoir volume refill discrepancies on several occasions; the pump had too much medication. There were no known environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done and they were watching several refill appointments for discrepancies. This issue was not resolved. Surgical intervention was planned, but not yet scheduled. The patient's status was reported as "alive - no injury".

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. The pump was received with an empty pump reservoir and the infusion mode was set to simple continuous. The pump memory logs were gathered and a motor stall recovery was indicated, which indicated during the pump life there was a motor stall and motor stall recovery. The pump was subjected to dispense accuracy testing and passed. The pump was also was put through non-standard volume infusion testing for 7 days. The volumes pulled from the pump when compared to the clinician programmer printouts were within what was stated in the clinical reference guide. Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.